Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with a 23" teflon 6 mm inset infusion set, observed rising glucose for about two hours, disconnected from the device, and self-administered both rapid-acting and long-acting subcutaneous insulin; the highest reported glucose was 396 mg/dl and alerts for high glucose persisted over 90 minutes. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included user coaching on infusion site assessment and discussion that a bent cannula could reduce insulin delivery and precipitate hyperglycemia. Investigation of this case revealed no confirmed hardware malfunction and an unconfirmed suspected bent cannula; the user later reported no obvious set issues but had not inspected with specific criteria. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.